Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the devices biphasic device delivers monophasic shock. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to physical damage to the h-bridge on the analog pcb assembly.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will be provided with a replacement device. The customer's device will be sent to the product assessment center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the devices biphasic device delivers monophasic shock. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.